Event description:
This was a lead extraction case to remove one non-functioning rv ICD lead (medtronic 6949, implanted 96 months). An lld-ez was used to prep the lead. The lead was successfully removed using a 14fr. Glidelight. Approximately 2 minutes after extraction, the patient's blood pressure dropped significantly. A tee was done and a small effusion was detected. No additional therapy was deemed necessary, but then the patient coded. Chest compressions began, CT surgeon was called, the chest was opened, and tamponade with a 3mm rv perforation was discovered. The rv perforation was sutured, the patient closed, and a new lead was implanted successfully. The patient was stable and recovered post-procedure.